Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with cancer and expire. The patient did receive medical intervention in the form of prescriptions and hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported the voluntary medwatch number in the initial report in section g.2. The voluntary medwatch number is mw5104397.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have nosebleeds lasting hours, cancer lesion at sinus location, cancer in several locations of body including lungs and liver. Early reports of nodules in lungs, drooping eyelids, severe headaches. Positive cancer and other problems. Also information received from the customer stating that the patient had passed away. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section e1 updated correctly and h6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.